Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the retuned device found the monofilament was approximately 3/8 inches were exposed at the guide and the suture end was clean cut. Both cuffs were still attached to the link. The posterior cuff was out of the foot pocket and the tabs were bent and undisturbed. The posterior needle was bent near the follower and there was a needle strike mark on the posterior foot. A proxy plunger was inserted and the needle trajectory was acceptable. Because lab testing of the device resulted in acceptable needle trajectory, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment as evidenced by the needle strike mark on the posterior foot and the bent on the posterior needle. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.